Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was damaged. The investigation found that when the pump was powered up it alarmed error code 1210/1260. The investigation determined that a corruption of the circuit board was the cause of the reported issue. The circuit board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "error 1260,1261,1210". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.